Manufacturer narrative:
H3, h6: a medtronic representative (rep) went to the site to test the equipment. Testing revealed that the generator not ready. The rep adjusted the power supply of the generator. Codes b01, c13 and d15 are applicable to this analysis. Additional information in section b5 and e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that this occurred pre-operatively. There was no patient present.

Manufacturer narrative:
No parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Multiple annex a codes were applied to capture this event. A0508 captures the beeping while a090501 captures the red cross next to the radiation information. A1-5: select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system. It was reported that after starting the unit, a beeping could be heard a nd several resets allowed the system to take a photo. A red cross appeared next to the radiation information. Patient presence was unknown. Additional information was not provided.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The issue occurred during week 49 of (B)(6) 2024. The customer did not remember the exact date the event occurred.